Event description:
On (B)(6) 2012 ,the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 117 mg/dl and 156 mg/dl on the reported meter within 20 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient did not suffer any injury due to the reported meter. The patient experienced no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (6/11/2013). The patient's meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 5/28/2013, respectively, with the following findings:the meter involved with this complaint has passed all testing with no faults found. The meter was found to be unable to reproduce an inaccurate erratic message. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.